Event description:
"The tube was reportedly pretested, the patient was intubated, the cuff was inflated with as much as 30cc of air, and a good seal was not acheived. The tube was removed and retested, and functioned normally. Reportedly a 7.5mm, 8.0mm, and 9.0mm were used in succession on the same patient with the same result. The patient expired. It has been reported the size 9.0mm tube being used when patient expired was not manufactured by mallinckrodt."